Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was implanted then explanted during the same surgery. Through follow-up with the health-care provider, it was learned that the device was explanted due to atrioventricular dehiscence. The surgeon also indicated that this event was due to procedure related factors and not a product malfunction. The explanted device was replaced with another edwards bioprosthetic valve. No other details provided.

Manufacturer narrative:
Additional manufacturer narrative: dehiscence may occur early or late, and may be the result of inadequate surgical technique combined with friable myocardial tissue. Unfortunately, the edwards device was not returned for analysis; therefore, the root cause of this event could not be confirmed. However, the surgeon has indicated that this event was due to procedure related factors and not a product malfunction. The device history record (DHR) review was also completed and this device passed all manufacturing and sterilization inspections. No further actions are possible with the available information.